Manufacturer narrative:
The customer reported that the transmitter failed during use. The EKG showed 5 patient names and lost all data. They had to readmit the patient. No consequence or impact to the patient was reported. The customer indicated that they will not be providing any additional information regarding the event. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Below is the exact description of the customer complaint: pushed pt (patient) up initially EKG showed 5 patients names. Tele had to readmit and lost all data. Additional device information: concomitant medical device, the following device was used in conjunction with the transmitter and is not the device that experienced the failure: central nurse' station (cns), model #: ni, sn #: ni, approximate age of the device: ni (no serial number was provided, so the age of the device is unknown.), device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that the transmitter failed during use. The EKG showed 5 patient names and lost all data. They had to readmit the patient. No consequence or impact to the patient was reported.

Manufacturer narrative:
Details of complaint: on 09/16/2019, the customer reported pushed pt up initially EKG showed 5 patients names, tele had to readmit and lost all data. The ticket was created to document the department logs from the hospital. The hospital will not be providing any additional information. Service requested & performed: na. Investigation conclusion: on 09/16/2019, the issue was considered to be resolved, as the customer did not provide more information. The root cause of this issue could not be determined due to the lack of details provided by the customer. The device was in use with a patient at the time, but no harm was reported. The following fields contain no information (ni), as the customer indicated they will not be providing any additional information regarding the event: d4: serial number; f9: approximate age of device. No serial number was provided, so the age of the device is unknown; h4: device manufacturer date. Additional device information: d11 & c2 concomitant medical device. The following device was used in conjunction with the transmitter and is not the device that experienced the failure: central nurse' station (cns); model #: ni; sn #: ni. Approximate age of the device: ni (no serial number was provided, so the age of the device is unknown.). Device manufacturer date: ni. Unique identifier (UDI) #: ni. Additional information: b4. Date of this report; f6. Date user facility/importer became aware of the event; f7. Type of report; f11. Date report sent to FDA; f13. Date report sent to manufacturer; g4. Date received by manufacturer; g7. Type of report; h2. If follow-up, what type?; h6. Event problem and evaluation codes; h10. Additional manufacturer narrative.

Event description:
The customer reported that the transmitter failed during use. The EKG showed 5 patient names and lost all data. They had to readmit the patient. No consequence or impact to the patient was reported.